Manufacturer narrative:
(B)(4).

Event description:
Upon device interrogation, patient noted to not be biv pacing. Chest xray showed lv lead has migrated proximally within the coronary sinus. The device was reprogrammed without invasive action.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.